Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via merlin.net. Transmission revealed non-sustained rv oversensing due to post-paced t-wave over-sensing. The oversensing was noted on a stored electro-gram. Programming changes were made. The patient's condition before, during and after programming was stable.